Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced that the erection did not remain stiff during sexual intercourse, although the device remained rigid when not used for intercourse. Pump difficulty was reported; however, the cylinders were able to inflate. A surgical procedure was performed in which the pump was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.